Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bruxelles, belgium. The problem was traced back to the stirrer motor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater-cooler system 3t gave an error code associated to the stirrer motor at the power up. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.